Event description:
It was reported that the customer alleges the air delivery/drape supports are breaking and could fall during a procedure. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the customer alleges the air delivery/drape supports are breaking and could fall during a procedure. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was replaced.